Manufacturer narrative:
(B)(4). The complainant indicated that the stent passed naturally and will not be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 13, 2022 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct for indeterminant stricture prior to liver transplant during a procedure performed on (B)(6) 2022. The stent was planned to be removed during the surgical procedure. During the liver transplant procedure, the wallflex biliary stent was attempted to be removed. However, the wallflex biliary stent could not be felt or located. On june 13, 2022, upon evaluation of the ampulla with an esophagogastroduodenoscopy (egd) scope prior to endoscopic retrograde cholangiopancreatography (ercp), it was determined the wallflex biliary stent had migrated. Fluoroscopy was performed in the abdomen and the wallflex biliary stent could not be found. In the physician's assessment, the wallflex biliary stent may have passed naturally. There were no patient complications reported as a result of this event.